Event description:
During h&n (head and neck) robotic procedure for a glossectomy, monopolar cautery was used intraorally. On the video, it was noted that the spatula tip was coming off the 5mm intuitive s tors monopolar cautery instrument. Removed the instrument from the oral cavity and upon inspection, the spatula tip had melted off where it connected to the instrument. The tip of the instrument had also burned off. No harm to patient or staff. Equipment replaced and procedure completed.